Event description:
It was reported to MFR (alleged MFR) by counsel for the family. "Per the summoned received, it was stated the deceased slept on an air mattress purchased by facility and allegedly manufactured by sunrise medical. The injuries suffered by and the death of plaintiff's father was due as a result of an air mattress exploding, and pt being thrown from his bed onto the floor. Per claim, the resident was on the floor, and at that time he was awake and responsive. Facility placed him back in the bed and then he started having seizures, 911 was called, resident was rushed to the hosp by ambulance. The resident was found to be suffering from severe subdural hematomas and was comatose. A few days later, the patient died as a result of the injuries. This report is still in the discovery stage. No identification of bed system has been determined.